Event description:
Screen said: vent inoperative 1006, pcba adc failed. Pt admitted from ecf seizure activity, had been on bipap for about 45 min with no problems. Machine started alarming. Md was walking by room, saw pt reaching for mask, screen blank. Machine was turned off and back on. Screen came back on and then back off. Settings left on machine. No o2 sat issues or pulse problems. Switched to another v60.